Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following cause is presumed from the investigation result: the contamination of the electrical contacts of the video connector prevented stable connection with the scope and caused the image to flicker. Drying of the connectors is described in the instructions for use and could potentially prevent the device malfunction. "Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.". A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical assistance center (tac) informed the reporter from the user facility of troubleshooting steps to isolate the reported issue. The reporter stated he was not at the cart at the time so troubleshooting could not be performed. The user facility contact was instructed to call back to perform additional troubleshooting. If new information is provided and/or if the device is returned, a summary will be provided in a supplemental report. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the image on the device is flickering off and on. The information provided indicates there was no patient involvement however; no additional information was provided. Olympus has made multiple attempts to collect additional information with no response to date.